Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head vibrates off the brush - oral-b [device breakage]. Come loose in mouth - oral-b [device connection issue]. The color changes. Discoloration - oral-b [device colour issue]. Case narrative: female consumer via phone stated that the oral-b precision clean toothbrush head vibrated off of the oral-b toothbrush and the color changes/becomes discolored. The oral-b toothbrush heads came loose in her mouth. No injury was reported.